Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: minimally invasive redo tricuspid valve replacement in patient with persistent left superior vena cava.

Event description:
The article, "minimally invasive redo tricuspid valve replacement in patient with persistent left superior vena cava", was reviewed. The article presented a case study of a 71-year-old female patient with a persistent left superior vena cava. It was reported that on an unknown date, a 31mm epic valve was chosen for an off label tricuspid valve replacement procedure. The patient was weaned off from cardiopulmonary bypass without conduction disturbances and no right ventricular dysfunction. Postoperative, the patient required a leadless permanent pacemaker due to complete atrioventricular block. The patient was discharged on postoperative day 14. [The primary and corresponding author was amedeo anselmi, division of thoracic and cardiovascular surgery, pontchaillou university hospital, rennes, france, with corresponding email: amedeo.anselmi@chu-rennes.fr].

Event description:
N/a.

Manufacturer narrative:
As reported in a research article, minimally invasive redo tricuspid valve replacement in patient with persistent left superior vena cava. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Information from the field indicated that epic valve was chosen for an off-label tricuspid valve replacement procedure. Post procedure patient went to complete heart block. Based on the information received, the cause of the reported heart block may have been due to procedural complications. However, this could not be conclusively determined. The reported surgical intervention was under case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It should be noted that the epic valve, instruction for use (IFU), states: epic¿ valves are indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic and/or mitral heart valve. Epic valves may also be used as replacements for previously implanted aortic and/or mitral prosthetic heart valves. The epic supra valve is indicated for patients requiring replacement of a diseased, damaged, or malfunctioning native aortic heart valve. The epic supra valve may also be used as a replacement for a previously implanted aortic prosthetic heart valve. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: minimally invasive redo tricuspid valve replacement in patient with persistent left superior vena cava.